Manufacturer narrative:
The hillrom technician found the hand pendant which had head up stuck button needed to be replaced. Per the hillrom user manual: to install the pendant into the side rail. Position the pendant next to the opening in the intermediate side rail or head-end side rail, depending on the cable length. Insert the top edge of the pendant into the side rail so it engages the upper section of the side rail. Rotate the lower edge of the pendant in until it clicks into position inside the side rail. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in august 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the hand pendant which had head up stuck button to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the head of bed was going up by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).